Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their blood glucose readings will be 521mg/dl, and moments later will drop and read 200mg/dl. The customer also mentioned bolus delivery numbers kept ramping up and would not stop delivering after pressing esc. Troubleshoot was conducted. The customer was advised to call and have their meter checked. The customer was advised that the buttons were functioning as designed, and that incorrect bolus was programmed.